Event description:
The doctor placed a medpor contain sheet implant and at approximately two to three months the patient presented with exposure of the medpor contain sheet implant. The doctor removed the implant.

Manufacturer narrative:
The device history records for this lot were reviewed and all processes and test criteria are within the medpor implant specification. Device not returned.